Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2009, the pt reported she noticed an air bubble about the size of a rain drop in the insulin cartridge of her infusion device. She stated she changed her cartridge yesterday. She tapped the side of the cartridge and the bubble worked its way to the center of the cartridge. She successfully primed the air bubble out. She uses room temperature insulin to fill the cartridge. She was advised to attach the adapter and tubing to the cartridge prior to inserting it into her device. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.